Event description:
On (B)(6) 2012 (B)(6) reported that the vacuum was unstable on the vacuum controller (vavd) serial number (sn): (B)(4). (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. A diaphragm/membrane control duration test was performed and the device was tested per the service protocol but the failure was not reproduced. (B)(4).